Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. The pcba standalone board was found to have directly caused the event. A medtronic representative the pcba standalone board and several related system components and then performed an imaging system checkout--all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion procedure, the medtronic imaging system did not power on and the line power was not lit up. Medtronic representative replaced fuses on the system to power on, but the system failed to fully boot. Another attempt at system restart was unsuccessful. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.